Manufacturer narrative:
The customer will be sending in two handpieces at a time for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "metal particles on iris" (device fragments in patient). Product problem(s): "reporter believes metal particles may be from handpiece" (foreign material present in device); "csd cleaning practices" (device cleaning issue); "facility uses an enzymatic cleaner" (failure to remove enzymatic cleaner). The nurse reported metal particles were noted in the eye post-operatively. The phaco handpiece is suspect. The customer does not reuse single use devices nor are the handpieces third party repaired. The surgeon does not use a 2 handed technique. Additional information received from the nurse stated the surgeon noticed the particles intra-operatively and alerted her. The nurse stated the particles looked like dried bss. The nurse commented the issue may be related to the central supply department (csd) cleaning practices. The nurse stated the csd follows the directions for use (dfu) for cleaning. The customer has seven handpieces and doesn't know which handpiece was in use at the time of the event. The surgeon stated the event occurred during his third case. The surgeon noticed a splattering of particles during the first sculpt of the cataract. The surgeon was using a one handed technique at the time. The surgeon attempted to aspirate the particles but there were many on the anterior capsule that he couldn't aspirate. During his follow-up with the female patient, he noted "hundreds of metal-like particles" on the iris. The patient's eye is quiet with 20/25 uncorrected vision acuity (20/20 corrected). The surgeon noted that he believes the facility uses an enzymatic cleaner.